Manufacturer narrative:
Reported event: an event regarding an assembly issue involving a headless pin driver was reported. The event was confirmed by the visual and functional inspections. A visual and functional inspection revealed that the ball seal spring (part no. 9000-8-423) inside the headless pin driver was found to be deformed. This obstructed the opening of the driver that accepts the pin. Therefore the pin could not be inserted far enough to fully engage the square drive portion of the driver. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusion: the investigation determined the likely root cause of the event to be user misuse. The damage is consistent with a previous operator not fully engaging the driver onto the square end of the pin before applying torque to the driver. The spinning driver and ball seal spring could then directly engage square edges of the square end of the pin permanently deforming the ball seal spring. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The instrument is suppose to push driving pins into the bone and suppose to support to remove them from the bone. Surgeon reported that the part doesn't have a locking mechanism to lock the pin. It demand hard loading which is difficult when the hands/pins are bloody. Pushing the pin against the bone, before operating the power tools is a problem as enough that the surgeon want do it 1 of 10 times, and the spring/pin head is ruined. While pushing the pins deep, it impossible to pull them using the item as you can push it against the bone.